Manufacturer narrative:
The intuitive surgical, inc. (Isi) clinical sales representative (csr) spoke to the robotics coordinator, who reported that no information pertaining to the patient medical history, pre-existing medical conditions, or tests/laboratory data can be provided due to the patient's privacy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery spatula (420184-14/n10200831 626) was performed. The instrument was not confirmed to be used on the provided event date of (B)(6) 2021. The instrument was last used on (B)(6) 2020 on system sh2137 and had 5 lives/uses remaining. The instrument was installed on system sh2137 on (B)(6) 2021. The log showed that the instrument was installed on system (B)(4) on (B)(6) 2021, but the instrument was not used. The customer provided an image of the instrument housing. The failure was unable to be confirmed by the image review alone but was confirmed by the subsequent failure analysis. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the surgeon noted the wire was damaged. There was no report of fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. The customer is unable to release patient demographic information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.